Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: background: b5: (B)(6) 2020: updated event description: it was reported that during a femoral recon nail procedure, the unknown screws and the unknown drill bit have missed the unknown nail. The case turned out fine. The reporter commented that the suspected devices were the radiolucent insertion handle and the radiolucent aiming arm. The procedure was completed successfully with a surgical delay of five (5) minutes. There was a minor setback with the unknown drill missing as the outcome of the procedure. Concomitant devices reported: protection sleeve(part# 03.010.075, lot# pe03465, quantity: 1), protection sleeve(part# 03.010.075, lot# pe03466, quantity: 1), drill sleeve (part# 03.010.076, lot#pe03467, quantity: 2). This complaint involves six (6) devices. Flow: device interaction/ functional. Visual inspection: the insertion handle (part: 03.033.003; lot: l807189) was received at uscq. Upon visual inspection, there were no defects identified on the device. Functional test: a functional test cannot be performed as not all the mating devices were returned. Complaint replication cannot be performed with the returned devices. Dimensional inspection: dimensional inspection was not performed as it is evident that there is no defect identified on the device and also the mating devices were not returned to cross check the alignment with mating devices. Document verification: se_676302 rev b. Conclusion: the complain condition of misalignment cannot be confirmed as the mating devices were not returned with the handle. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 03.033.003, lot: l807189, manufacturing site: hägendorf, release to warehouse date: 20. April 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2020: updated event description: it was reported that during a femoral recon nail procedure, the unknown screws and the unknown drill bit have missed the unknown nail. The case turned out fine. It was the reported that the suspected devices were the radiolucent insertion handle and the radiolucent aiming arm. The procedure was completed successfully with a surgical delay of five (5) minutes. There was a minor setback with the unknown drill missing as the outcome of the procedure. Concomitant devices reported: protection sleeve(part# 03.010.075, lot# pe03465, quantity: 1), protection sleeve(part# 03.010.075, lot# pe03466, quantity: 1), drill sleeve (part# 03.010.076, lot#pe03467, quantity: 2).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during a femoral recon nail procedure, the unknown screws and the unknown drill bit have missed the unknown nail. The reporter commented that the suspected devices were the radiolucent insertion handle and the radiolucent aiming arm. The procedure was completed successfully with a surgical delay of five (5) minutes. There was a minor setback with the unknown drill missing as the outcome of the procedure. This report is for one (1) radiolucent aiming arm/frn greater trochanter. This is report 2 of 6 for (B)(4).